Event description:
It was reported that during a vats procedure, the surgeon fired the device across the lung tissue with a competitor's device with tri staple curved reloads. He then used the endocutter/stapler device to fire across the bronchus with a blue reload. He heard a strange noise during the first firing and then once the device completed the firing it would not open. They tried the release button and then removed the battery and reinserted it in the device. The device opened and they removed it; the surgeon observed the cartridge and the metal piece of the cartridge was separated, the drivers seemed to not have pushed the staples up on the patient side of the staple line. The device had stapled on the specimen side but not on the patient side. He over sewed the bronchus with silk suture to stop the air leak in the bronchus. The surgeon had to place a wound vac in the patient¿s lung to monitor the breathing post op. This was not part of the planned surgery for the patient. He then used the same stapler with blue and gold reloads for the completion of the procedure with no further issue. The patient was sent to ICU. Post operatively they will keep the patient extra time to monitor the patient. Patient is stable at this time. The device was discarded; the reload is returning for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, and left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was noted to be partially dislodged at left side. No further functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.